Manufacturer narrative:
Not much is known about this issue at this time. We are awaiting further info from our affiliate. When all of the info that can be had, is had, it will be evaluated. Whatever, conclusions that can be made will be reflected in a follow-up report.

Event description:
Our affiliate reports to us that post-op to a meniscal repair, a pt presented with pain. It was determined, by whatever means, that the unk fixation device was the problem. At this point in time the pt is being monitored and a re-surgery for remedy is inevitable, but, yet to be scheduled.